Manufacturer narrative:
Patient identifier is (B)(6). Patient weight is unknown. Additional product codes for this report include hrs and hwc. (B)(4) lot unknown. Per the complaint description, the plate was cut shorter by three holes during the revision on (B)(6) 2015. The device was then re-inserted and not considered to be explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a history of right hip hemiarthroplasty fell and sustained a vancouver b fracture around the previously cemented femoral stem and right periprosthetic femur. On (B)(6) 2015, the patient underwent an open reduction internal fixation (orif) procedure of the right periprosthetic femur without revision of the stem. During the procedure, the patient was implanted with a synthes 18-hole right distal condylar plate with locking and unlocking screws. During the first postoperative visit, the patient was found to have a varus displacement of the stem and significant debilitation. The patient was returned to the operating room on (B)(6) 2015 to undergo a revision of the femoral component, to exchange the acetabular, and repeat the orif of the femoral fracture. It was noted that the stem was loose and had de-bonded from the cement mantle. There was also a mal-reduction of the proximal femoral fracture requiring takedown of the fracture and re-reduction. Assessment of the fracture itself indicated that there was a spiral oblique fracture with evidence of a coronal split in to the greater trochanter. The distal most screw and proximal cluster screws were removed and the plate was cut shorter by 3 holes to allow for appropriate reduction. Cerclage wires through the plate were used to protect propagation of the fracture. New hardware was implanted for the hip. This report is 14 of 14 for (B)(4).